Manufacturer narrative:
Should have been reported as "analysis was normal. No anomalies were found." In MFR # 2017865-2018-05657 follow up #1.

Event description:
It was reported that the patient presented to the hospital with a complaint of their implant site changing colors between black, red, and white. Infection was suspected, with an unknown cause. The implantable cardioverter defibrillator was explanted on (B)(6) 2018, and the right atrial, right ventricular and left ventricular leads were explanted on (B)(6) 2018. The patient remained stable during and after these procedures.